Event description:
Reportable based on the product analysis completed on (B)(6) 2012. It was reported that during a coronary stenting treatment procedure, no cross occurred. The target lesion was located in the severely calcified left anterior descending artery. Upon advancing the 12 x 2.75mm ion mr stent to the lesion, it was unable to cross. No patient complications were reported and the patient status is stable. However, the returned product analysis revealed that there was stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: the device was received with contrast in the inflation lumen. The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure. The first distal row of stent struts were stretched and bent. The distal tip was damaged. Magnified inspection presented no further issues with the product. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).